Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation of the reload noted that it was pre-fired. Functional evaluation noted that the reload was able to be fired after the interlock was overridden. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a wedge resection, the firing stopped shortly after it began. A new reload was used, but the same issue occurred. The cartridge was replaced and the firing was completed. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The product is available and will be returned for evaluation.